Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin flow low sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the customer replaced the flow sensor using on-site stock parts. The customer does not require sorin service at this time. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin scp flow sensor did not function properly during setup. There was no patient involvement.